Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve was reported as inactivated due to an unspecified reason. It was noted that a non-medtronic valve was implanted on the same day. Additional information was received indicating that the evolut fx+ valve dislodged into the ascending aorta after a balloon post-dilation was performed due to a high implant depth. According to the reporter, the second valve (non-medtronic sapien) was implanted valve-in-valve in the evolut fx+ and resolved the issue.

Manufacturer narrative:
Additional information: b5 (second paragraph), d10, and h6. Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: evolut fx delivery catheter system (dcs), product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve was reported as inactivated due to an unspecified reason. It was noted that a non-medtronic valve was implanted on the same day.

Manufacturer narrative:
Updated data: b5 b7 h6. Corrected data: e3 - occupation corrected from other healthcare professional to physician. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant; the valve was attempted to be implanted into a previously implanted non-medtronic transcatheter aortic valve (edwards s3). During the valve implant, the valve inflow implant depth was approximately half a stent above the previously implanted non-medtronic transcatheter aortic valve (edwards s3) inflow. As the valve was frame was very underexpanded at the inflow of the non-medtronic transcatheter aortic valve, the post implant balloon dilatation was performed. After the valve dislodged, the implant depth was approximately at the lower edge of the first stent of the non-medtronic transcatheter aortic valve. The valve was snared to the ascending aorta and a second non-medtronic valve (edwards s3) was implanted.